Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is premature failure of arctic sun due to inadequate maintenance due to not following cleaning instructions leading to cross contamination. However, this cannot be confirmed. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The instructions for use were found adequate and state the following: cleaning and maintenance: cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. External surfaces: clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water tank was unable to fill in the arctic sun device. Per follow up information received via email on 01-sep-2021, there was no patient involvement. Per sample evaluation results received on 20-oct-2022, the root cause of the reported issue was a failed level sensor. The water tank could not be filled due to inconsistent water sensing levels from the defective level sensor. Replaced level sensor. When the therapy was started the flowrate drops to zero and stayed there. The device failed testing for flow. The device failed testing for heating. The device failed testing for cooling. There was excessive dust or dirt within the system and lines. The fill tube was worn and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water tank was unable to fill in the arctic sun device. Per follow up information received via email on 01-sep-2021, there was no patient involvement. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was a failed level sensor. The water tank could not be filled due to inconsistent water sensing levels from the defective level sensor. Replaced level sensor. When the therapy was started the flowrate drops to zero and stayed there. The device failed testing for flow. The device failed testing for heating. The device failed testing for cooling. There was excessive dust or dirt within the system and lines. The fill tube was worn and replaced.